Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: catalog # sa-85, lot # 46231.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a CT revealed a proximal type I endoleak present, the aneurysm was 6.4 cm in diameter, the aortic neck at the renal arteries was 47 mm in diameter and 10 mm below the renal arteries the aortic neck was 58 mm in diameter. On (B)(6) 2013 the physician elected to implant eight heli-fx aptus endoanchors to treat the proximal type I endoleak. The proximal type I endoleak was not resolved, however per the investigator the implantation of the heli-fx endoanchors was successful. The patient returned the CT revealed that there was still a proximal type I endoleak present, however the aneurysm diameter has not increased. It was reported that the physician performed a surgical open repair with the removal of the endurant stent grafts and eight heli-fx aptus endoanchors due to the proximal type I endoleak and vascular complications associated with device. The investigator indicated the events were not related to the device or the procedure. It was further noted that the cause of the event was due to inadequate seal. No addit ional clinical sequelae were reported and the patient is fine.